Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: -phenomenon 1: cable watertight defect. <defect newly identified during the inspection> phenomenon 2: scratches on the cable. Phenomenon 3: corrosion of the electrical contact. Phenomenon 4: deformation of the cable. Phenomenon 5: rusted pins inside the coupler. <conclusion> conclusion of phenomenon 1: the phenomenon was reproduced by the device inspection. Pti was applied to the phenomenon. Conclusion of phenomenon 2: this phenomenon was newly identified by the device inspection of the repair department. Pti was applied to the phenomenon. Conclusion of phenomenon 3: this phenomenon was newly identified by the device inspection of the repair department. The information obtained from this complaint and the investigation results did not allow us to identify the cause of the occurrence. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a cable watertight defect, scratches on the cable and rusted pins inside the coupler. There was no patient involvement.